Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain indications for use. It was reported that the handset and communicator were not connecting. While on the call the patient mentioned he saw service code 156. However, the patient was able to connect to the pump and request/receive bolus. The patient stated that he had to wait a long time when trying to connect because the screen on the handset lags at 90%. The agent reviewed the lag. Due to the nature of the call, the patient¿s confusion, the agent was not able to walk patient through deleting the data. The agent recommended patient work with managing physician regarding not getting any pain relief and for hands on instruction on how to use external devices. While on the call, the patient kept confusing the handset with his personal cell phone. Due to the patient confusion, the agent recommended speaking to their doctor about flex dosing. Additional information was received a consumer (con) stated that the handset was not letting him bolus. The patient stated said, "about 2am I was going to call you because I could not bolus and was in so much pain.the agent reviewed general use, and the patient was able to connect to the pump request/receive bolus. Additional information was received from the patient who initially reported that their pump wasn¿t working, but then clarified that their boluses did not appear to be going through due to connection issues and that they hadn¿t had a bolus in a few days because of it. The patient stated, ¿it comes on and everything, but not all the time¿ and that ¿connecting to pump¿ after tapping ¿deliver bolus¿ was where there was always a telemetry delay. The agent assisted the patient in connecting to their pump and the patient was able to request/receive a bolus successfully. The patient briefly saw 'no device found' but had accidentally tapped out of myptm while connecting. While on the call, the patient mentioned that they had have been having issues with their handset charging. When the agent inquired about the event date, the pati ent stated ¿2-3 weeks ago.¿ the patient stated they ¿have to shove it in there, and it doesn't fit like a good fit.¿ the patient mentioned sometimes the handset took a charge, and sometimes it didn't, as ¿it depends on how you push it.¿ the patient had tried another cord without resolution of the issue. The patient mentioned their handset was 100% charged, but the charging cord was still loose. During the call, the patient mentioned their vision was not very good and during the call, they had difficulties navigating the equipment. A replacement handset with compatible wallet case was request from the repair department. No patient harm report. Additional information was received from the patient who reported that the cause of the connection issue was not determined.